Event description:
It was reported that during an ablation procedure, heating was not observed during ablation. Upon checking, the laser fibers were observed to be melted at the mating adapter. The pcm and probe were replaced and the case continued without issue.